Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a crack in the driveline sheath. The driveline sheath was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed normal pump parameters around the event date of (B)(6) 2018 and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed a crack in the outer driveline sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation was opened to evaluate driveline sheath damages. Based on that investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.